Manufacturer narrative:
H7 and h9: recall information provided.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device confirmed that the packaging was damaged. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the DHR review identified the following: - product code 150680003, work order 9557440 was manufactured on the 08 july 2020. - 20 parts were manufactured per specification and all raw material met specification. - there were no non-conformances (nc) found to be associated with work order 9557440. - there were no scrap parts found to be associated with work order 9557440. - there was no reprocessing associated with work order 9557440. H10 additional narrative: added: d9 corrected: h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an attune total knee when the tibial base plate was opened it was found that the two plastic portions of the container were locked together. Everything was still sealed so the scrub tech opened the inside box with a pair of scissors and removed the implant which was implanted. 1506-80-003, lot 9557440. No surgical delay. Procedure completed successfully.